Event description:
It was reported that during the implant procedure, noise, out-of-range pacing impedances, and a lack of pacing output were observed on the right ventricular (rv) channel when the lead was connected to the device. The lead was retested with the pacing system analyzer (psa) and normal measurements were observed. The rv lead was connected to the atrial port of the pacemaker and normal measurements were observed again. There appeared to be an issue with the rv setscrew or port of the device, so a new pacemaker of the same model was implanted instead. No adverse patient effects were reported. The attempted device was expected to be returned for analysis.